Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "the system shut down" (loss of power). The nurse reported the system shut down during the case. No system messages were displayed. The surgeon maintained the eye pressure and the system was rebooted. The case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B)(4).